Event description:
Per the clinic, the patient experienced swelling of the skin flap over the receiver stimulator of the device. Treatment (type not reported) was not effective. The patient was explanted (B) (6) 2010. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).